Event description:
Amax 190 coagulation analyzer generated an inr result of 9.8, which is life-threatening. A physician administered vitamin k and repeated the pt/inr test two days later. The inr upon repeat was 1.2. An inr of 9.8 on one day and 1.2 two days later is impossible. The amax 190 analyzer that hosp leased delivered random spurious prothrombin time results and derived inr values such as described above repeatedly for nine months; when hospital was forced to remove it from service. Prothrombin times from the amax were at times eventually proven to be falsely high, and other times were proven to be falsely low. Naturally, false highs drew more attention from physicians and some false lows - or normals - may have gone by undetected. Moreover, the amax exhibited poor reproducibility, or precision, meaning that the analyzer could not satisfactorily generate the same results on a given specimen repeatedly. Physicians must adjust coumadin anticoagulant therapy based on inr values. Coumadin has a relatively low therapeutic value, meaning that exact dosage is critical to pt safety. If inr values are falsely low, pts could be overmedicated and risk life-threatening bleeding. If inr values are falsely high, as above, pts could be undermedicated and could risk life-threatening clots and heart attack or stroke, the very ailments that coumadin therapy is intended to treat. Physicians at hosp could place no confidence in pt/inr tests, and all pt/inr testing had to referred out or done on handheld point-of-care screening analyzers -istats-. The amax 190 was eventually replaced by a dade-behring bcs analyzer, which has performed well. The vendor of the amx 190, trinity biotech, made numerous attempts, but was never able to repair the amax 190. Hosp is seeking FDA intervention to demand that trinity biotech recall and retrieve the defective leased analyzer, refund lease payments, and waive all remaining lease payments.